Event description:
It was reported by dealer that both locking gas cylinders have no pressure on the tdxsp-cg power chair. Dealer advised installed parts on the chair in (B)(6) 2014. Dealer could not provide any further information.